Event description:
It was reported that during brand new installation prior to use, the cardiosave intra-aortic balloon pump (iabp) unit fails the 4th section of the pim test. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the safety disk. The fse successfully completed various all-manifold tests without issue. Nothing unusual was identified in the logs. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0202-00-0140 sn: (B)(6) safety disk. This part was received with a reported unit failure message of membrane leak test failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. Performed all manifold leak tests and the failure analysis and testing department could not verify the failure message of membrane leak test fails. Membrane leak test passed with the result of 4mmhg, the factory specification is +- 6mmhg. Safety disk passed testing. Retaining safety disk in the fat dept. As per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit fails the 4th section of the pim test.